Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 170mg/dl. The time, date, basal rates, and bolus wizard were correct. The customer mentioned that he switched over to the new insulin pump and his blood glucose was uncontrollable. The customer did believe that something was wrong with the device. A phone call was made to the customer to follow up on a previous call the customer made and stated that he was hospitalized twice within the last couple of months, and he is not sure the dates or if it was because the original insulin pump was malfunctioning. The caller stated that he received a replacement and he is doing fine. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.